Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and other spasticity. The date of the event was (B)(6) 2018. It was reported that less than the expected volume (about 5-6cc less) came out of the pump during emptying prior to the refill. It was believed that the pump was not filled properly in the operating room (or) at implant; does not think 20 ml went in even though the or staff filled it with 20. The catheter was longer than usual; 8780 plus 8784 catheter length 160 centimeters. No environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked but unknown. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was believed the pump was not filled accurately. The physician emptied the pump and did the refill himself. He will see at the next refill appointment if the expected and actual match. If they do he can rule out pump issues and rule it as human error in the or. If the numbers still do not match he will report it as a pump issue as he knows he put 19 ml into the pump this time. It was unknown why 19 ml was used and not 20 ml. The hcp uses compounded medication and not lioresal. Additional information was received from a manufacturer representative. The actual volume that came out of the pump was approximately 1 to 1.5 ml. The expected volume to come out of the pump was 5 ml.